Event description:
The customer reported that the disposable menstrual disc had become suctioned to their cervix. Customer went to the doctor to have the disc removed by a medical professional. Customer stated they experienced pain. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.